Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention to replace the ipg for unknown reason.

Event description:
Follow up information identified patient underwent ipg replacement due to increased time and frequency of charging. At the time of the replacement, the patient did still have stimulation. Postoperatively, effective therapy was restored.